Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed and stated that as he/she was brushing his/her teeth the head of the brush head completely came off in his/her mouth. No injury was reported.